Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction procedure, the blade was shedding metallic material into the patient's knee joint. It was noted that the material was removed with the use of irrigation. No patient injury or complications were reported

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.